Event description:
It was reported that the patient presented for an unrelated procedure. Upon review, it was noted that the implantable cardioverter defibrillator (ICD) exhibited episodes of post paced t-wave over-sensing. The ICD was reprogrammed. The patient was in stable condition.